Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the front panel may have flashed and appeared dark due to a malfunction of the filter turret and mesh turret. The cause of the malfunction of the filter turret and mesh turret could not be identified. -olympus medical systems corp. (Omsc) reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. -in may 2016, the device replaced the fuse and light guide and repaired the l wrench. -no specific information was provided on the cause of the malfunction of the filter turret and mesh turret. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The front panel flashed and dimmed due to the sticking of the filter turret and mesh turret. There was rattling when connecting the light guide to the output socket due to the wear of the output socket. The filter turret and mesh turret were malfunctioning. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the front panel flashed and sometimes appeared dark. There was no report of patient injury associated with the event.